Event description:
Whle suctioning patient with patient connected to ventilator via trach care suction system, the ventilator malfunctioned. Patient was coughing and I heard the low/high minute volume alarm sounding. I looked at expired minute volume scale and scale was past 40 liters and audible alarm was sounding. The ventilator sounded as if it was plugged in with the gs supply and not turned on. I could hear gas moving through ventilator with scissors valves opened. I disconnected patient immediately and allowed patient to breath spontaneously. Ventilator corrected itself within 60 seconds. I then changed out the ventilator. Unit was taken out of service and delivered to the biomed lab. Biomed tech. Observed that this unit had been sent to the factory for the same problem on three previous occasions; may of 91, august of 91, and november of 91device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: factory trained/authorized/owned service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.